Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges, causing the customer to experience an elevated blood glucose (bg) level. The customer delivered a correction bolus to address the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.